Event description:
At the conclusion of cystoscopy/turp procedure, physician was irrigating with ellik evacuator to remove loose prostate tissue and sterile fluid. Physician stood from stool to manipulate evacuator bulb, and as he rose from stool, he inadvertently stepped on bovie pedal. Endoscopy handpiece had been placed on patient's abdomen, left side, with tip extended off patient into air on left side. Bovie alarmed and activated. Smoke and sparks visualized coming from the handpiece. Cystoscope immediately removed from patient's abdomen, drapes removed and two burned areas noted. One was 0.5 cm and one was 2.5 cm. Burns treated with silvadene cream. General surgery consult documented 2nd degree vs 3rd degree. During initial investigation, the right angle cutting loop electrode used during the cysto procedure was noted to have a 1 mm area of the insulating sheathing, approximately 2 cm from end of active electrode loop, that appeared to have been burned through. All other items used, including scope, trocar, handpiece, esu, or other cutting tips were found to be in proper working order and without defect.